Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. The target lesion being treated was located in the 1st obtuse marginal (om). The lesion was 90% stenosed, 2.5mm in diameter and 11mm long. The target lesion was treated with a 2.25x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. In (B)(6) 2011, the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient experienced acute myocardial infarction. The patient was found to be in pulse less electrical activity. At the time of admission the patient had been running high blood pressure, chest pain and not breathing. Three days later the patient expired due to anoxic brain injury, acute myocardial infarction, diabetic coronary artery disease and type ii diabetes mellitus.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)